Event description:
It was reported that the patient was hospitalized due to myocardial infarction, unrelated to the device. Upon interrogation, high capture thresholds and undersensing were noted on the right atrial lead. There were no other electrical anomalies. The lead was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.